Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The medication had already completely finished 1 hour and 25 minutes before the approximate infusion time. The pump had an over infusion of argatroban drip at 6.5ml/hr; 45ml during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/25/2025. Additional information: h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified the pump was not on standby prior to the infusion or powered off with a loaded set; a secondary infusion not found during the infusion. The device was not received for evaluation; therefore, a further device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.